Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery (lad) with moderate calcification and moderate tortuosity. The 2.25x12mm xience skypoint stent delivery system (sds) crossed the lesion but failed to deploy. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.